Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow blocked alarm. No harm requiring medical intervention was reported. Customer stated the tubing was not bent or kinked. Customer stated that they had tried all remedies and did not want to troubleshoot. The device will not be returned for analysis.